Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a procedure with the ureteroscope mr-6a, the ureter was perforated. The surgeon stated that the tip was too sharp. When the pt was in recovery, the catheter was removed. The pt was in pain and required longer hospitalization.